Manufacturer narrative:
The information submitted reflects all relevant data received. If additional relevant information is received, a supplemental report will be submitted. Evaluation summary : (B)(4): the full lead was returned and analyzed with no anomalies found.

Event description:
It was reported that during an implant attempt, there was difficulty positioning the lead with acceptable thresholds in the patient's anatomy. The lead was explanted and replaced. No patient complications have been reported as a result of this event.